Event description:
It was reported that during the implant procedure, it was not possible to remove the guidewire from the left ventricular lead. The lead was not implanted and a new lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.